Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results and conclusion: (occlusion, claudication). (Anatomy related; long and tight aorta).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that approximately 11 months post index procedure the patient presented emergently with claudication. Further evaluation revealed that the contralateral limb was occluded due to a long and tight aorta. The physician elected to treat the patient by lysis, stenting and balloon angioplasty. The intervention was completed successfully and the occlusion was resolved. No clinical sequelae were reported and the patient is fine. A review of several returned still angio images showed that the contra/left limb was occluded beginning at the flow divider. The cause of the occlusion could not be determined. The proximal neck was approximately 4cm long and narrow; which may have contributed to the occlusion. Post-treatment image showed that the occlusion had resolved.